Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Were there any issues in regards to device performance at all during the surgical procedure? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? Was the green checkmark visible at the end of the firing? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? How was leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. How was the leak addressed? Can more information be provided regarding the alleged prolapse and how it was treated? What is the current status of the patient? Response: there was nothing intra-operative that hinted at a problem. The device fired fine, the green check was observed, the donuts were inspected, and a leak test was performed; there were no concerns intra-operatively for both cases at all. The patient prolapsed the same day, the pa and surgeon both commented that the patient¿s tissue was very poor. The anastomosis completely fell apart and small bowel prolapsed through; the patient¿s intestines were coming out of the rectum. The patient was reoperated and an ileostomy was performed. When asked if any malformed staples were identified, the sales rep responded that she had asked the surgeon about staple formation and she stated that she did not see any malformed staples but wasn¿t really looking. The sales rep reiterated that patient had poor tissue condition that cannot be ruled out. The current patient status was unknown. It was also unknown if the ileostomy will be reversed. The colorectal physician assistants fire the circular stapler and are very slow to dial down, taking at least a minute to compress. They adjust, then stop and wait, and adjust again. The indicator is always in the green range according to feel of the thickness of tissue. They wait 15-30 seconds before firing. A pa made a general comment when comparing powered to manual in that the powered device did seem more difficult to remove initially. However, the device was removed from the patient without a problem; the pa had commented to the sales rep that it just ¿feels tighter.¿ two full turns were used by the pa to open the device.

Event description:
It was reported that post op the same day as the lap anterior resection, the patient experienced a post op leak. The patient prolapsed and the small bowel was going through the rectum. The leak test was performed during the procedure, there was no leak. The donuts looked fine. It is unknown how the patient is doing.